Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent pump resets occurred and pump settings were erased. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.